Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. The patient experienced dizziness and speech difficulties between 1600-1700. The patient was transported to the emergency department (ed) for evaluation by the spouse in a personal vehicle. Upon arrival to the ed, the cgm was reading 351 mg/dl and the blood glucose reading was 45 mg/dl. The patient could not recall the medication nor dosage used to treat hypoglycemia. The patient was hospitalized for one day before being discharged home when the bg had stabilized. There was no documentation of further medical intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect - clinical code - e0131 speech disorder.